Event description:
Information received indicates the caster will continue to ratchet (swivel) after the brake has been engaged.

Manufacturer narrative:
The technician found the bed needed routine maintenance and replaced the brake and brake steer casters to repair the bed.